Event description:
A (B) (6) male, admitted to cath lab as emergency, rca with mid disease, physician requested fetch catheter after successfully placing interventional wire. One pass made, upon removal of fetch md and scrub assist noticed marker remaining in rca, inspected fetch catheter and marker was indeed off catheter. Md attempted to remove marker utilizing snare without success. Second md present to give advice for removal, second coronary interventional wire placed down rca and md twisted wires until he felt they could be removed, after manipulating guide half way down rca and md successfully removed both wires and marker band. Catheter, wires and marker band collected to be returned. Md rewired the rca and successfully ballooned and stented artery. Patient tolerated procedure without any incident.

Manufacturer narrative:
The customer site stated that upon removal of fetch catheter the md and scrub assist noticed marker band remained in rca. Inspected the returned fetch catheter and noticed that the very distal tip has been separated from the rest of the catheter. There is no evidence of stretching or pulling damage, this indicates the tip was either cut or nicked allowing the tip to break free with little force. Operated the fetch catheter with a known good syringe and there were no operational defects found. Due to the tip being separated from the catheter, the customer site would have experience performance issues. Event consists of broken device requiring intervention. The patient is a (B) (6) male, with mild disease in the right coronary artery (rca). The fetch aspiration catheter was passed over an interventional guidewire. After one pass was made with the fetch device it was noticed that the marker band remained in the rca. The fetch device was inspected and it was confirmed that the marker band was indeed off the catheter. The physician attempted to remove the marker band utilizing a snare without success. At the suggestion of a second physician who was present, the physician passed a second coronary interventional wire down the rca. The physician twisted the wires until he felt they could be removed. The physician then manipulated the guide catheter half way down the rca and successfully removed both wires and the marker band. The physician then rewired the rca and successfully performed balloon angioplasty and stented the artery. The patient tolerated the procedure without incident, and there were no sequelae to the event. The device and marker band were returned to medrad interventional/possis. These components were inspected and noticed that the very distal tip has been separated from the rest of the catheter. There is no evidence of stretching or pulling damage, this indicates the tip was either cut or nicked allowing the tip to break free with little force. The fetch catheter was operated with a known good syringe and there were no operational defects found. This event is considered a reportable event as intervention was required to retrieve the distal tip containing the marker band.